Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was attempting to enter a bolus but when she was entering carbohydrates the number continued to scroll. She took the battery out and it alerted weak batter then it alarmed button error. She didn't recall her blood glucose level or any significant event which may have cause the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow button due to moisture damage on the keypad trace. No button error alarm noted. No scrolling numbers noted. The insulin pump powered up properly. No weak battery alarm noted during our testing. All operating currents are within specifications. The insulin pump passed the displacement test. The insulin pump has cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.